Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that the patient experienced intermittent audio output and an adverse event on (B)(6) 2016. Patient was leaving the dr.'s office when she went into shock and her husband drove her to the nearest fire station. Upon arrival at the fire station, it was determined that patient was having a low, she was at 52mg/dl. Patient was then given glucose intravenously, which brought her blood glucose (bg) up to 200mg/dl. Patient's husband then drove her to the hospital. The hospital tested the patient's bg and then let her go home. It was reported that at the time of the event, the alarms from the receiver did not alert. Additionally, patient's husband tested the receiver's high and low alerts and both sounded. No further event or patient information was provided.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and there was no sound omitting from the device. The reported event of an intermittent audio output was confirmed. Functional testing and a manual drop test for intermittency was performed and the tests passed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).